Event description:
It was reported that the micro drill ran on its own during a procedure. There was no reported delay, medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
During manufacturer evaluation the reported running on its own event was not confirmed and could not be duplicated. Upon disassembly some corrosion of the motor shaft was observed.